Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer's mother stated that the pump works fine but the buttons don't make noise when they are pressed. The customer was informed that the pump could be replaced but the customer declined a replacement. The customer's mother stated that they will monitor the pump and call back if they had any further issues. No further information was provided.